Manufacturer narrative:
Tw (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photographs. Based on the non-return of the device and the photographic evaluation, the reported failure "material twisted/bent wire" was confirmed. A lot history record review was completed for lots 3000462056, 3000458338, and 3000459708 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire is disconnected and curled up. There was only the procedural delay in retrieving a second device to do the procedure. Per photos provided by the complainant, it is observed the heater wire is disconnected and curled up. There were no patient harm or effects reported.